Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was for a year now, the patient had been having problems with their device. Patient stated that the stimulation would no longer reach the areas they used to and when they would switch groups and try to increase the intensity or rate the controller would show a cannot provide desired intensity settings screen. Patient mentioned they were undergoing cancer treatment and were going through chemotherapy so they did not have time to deal with the ins until now. Agent reviewed meaning of message and reviewed rep and hcp role. Patient was redirected to their hcp to further address the issue. Agent provided patient with nas phone number to provide the doctor.